Event description:
It was reported by the patient, she had a left tka done on (B)(6), 2021. During the patient's post-up visit on (B)(6) an x-ray was taken and was told by the pa that her tibia fell and needed to be revised. Patient was revised on (B)(6), 2021. Patient is still having difficulty with her knee. She's unable to bend the knee, swelling and pain. Patient would like to know if implants are part of recall. This pi is for inability to bend knee, swelling and pain after revision.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: 5521-b-300. Tri ts baseplate size 3. Lot gax9aa. 5560-s-212. Tri cemented stem 12mmx100mm. Lot 0112056k. 61979010. Simplex p - us tobra fd 10-pk. Lot mcb008. 5546-a-302. Tri rm/ll tib aug sz3 10mm. Lot erhcd1d. 5546-a-301. Tib lm/rl tib aug sz3 10mm. Lot erenn2d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.   Reported event: an event regarding rom and pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the early failure of a cementless tibial baseplate due to ¿tibial impaction fracture¿. A revision of the tibial component was carried out 9 days after the index surgery I cannot fully confirm that this event took place since I was only able to review a revision operation report, without supporting documentation including preoperative, post-operative or post revision radiographs. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of failure in the immediate postoperative period are multifactorial. These include surgical technique factors and patient factors such as trauma. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Note the patient requested to know if the devices implanted were part of a recall, it can be confirmed that none of the devices implanted in this case were part of a recall conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient, she had a left tka done on (B)(6) 2021. During the patient's post-up visit on (B)(6) an x-ray was taken and was told by the pa that her tibia fell and needed to be revised. Patient was revised on (B)(6) 2021. Patient is still having difficulty with her knee. She's unable to bend the knee, swelling and pain. Patient would like to know if implants are part of recall. This pi is for inability to bend knee, swelling and pain after revision.